Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and menorrhagia ("abnormal menstrual bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1994, (B)(6) 2008). Previously administered products included for birth control: depoprovera; for an unreported indication: ibuprofen, medroxyprogesterone, ativan and lisinopril. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, lisinopril, lorazepam (ativan), medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 and medroxyprogesterone acetate (medroxyprogesteron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced ovarian cyst ("tumor / teratoma / cancer: bilateral ovarian cyst"). In (B)(6) 2009, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal / digestive system condition"), weight fluctuation ("weight gain and loss"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspepsia ("gastrointestinal or digestive system condition type"). On (B)(6) 2009, the patient experienced back pain ("severe back pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches/migraines / headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge") and headache ("headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and skin disorder ("rashes or skin conditions type"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove essure), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy) and surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dyspareunia, menorrhagia, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, abdominal pain, vulvovaginal pain and pelvic pain had resolved and the allergy to metals, ovarian cyst, headache, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight fluctuation, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, the last episode of female sexual dysfunction, skin disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Current weight 160 lbs. The patient stated that pain lessened after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubes occluded, coils in proper position on (B)(6) 2009: hsg test performed and it confirmed fallopian tubes were bilaterally occluded, and her essure coils were visualized with proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and menorrhagia ("abnormal menstrual bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1994, (B)(6) 2008). Previously administered products included for birth control: depoprovera; for an unreported indication: ibuprofen, medroxyprogesterone, ativan and lisinopril. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, lisinopril, lorazepam (ativan), medroxyprogesterone acetate (depo-provera) from 13-feb-2009 to 5-may-2009 and medroxyprogesterone acetate (medroxyprogesteron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced ovarian cyst ("tumor / teratoma / cancer: bilateral ovarian cyst"). In (B)(6) 2009, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal / digestive system condition"), weight fluctuation ("weight gain and loss"), cystitis ("bladder infection/infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspepsia ("gastrointestinal or digestive system condition type"). On (B)(6) 2009, the patient experienced back pain ("severe back pain") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches/migraines / headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge") and headache ("headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and skin disorder ("rashes or skin conditions type"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove essure), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy) and surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dyspareunia, menorrhagia, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, abdominal pain, vulvovaginal pain and pelvic pain had resolved and the allergy to metals, ovarian cyst, headache, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight fluctuation, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, the last episode of female sexual dysfunction, skin disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Current weight 160 lbs. The patient stated that pain lessened after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubes occluded, coils in proper position . On (B)(6) 2009: hsg test performed and it confirmed fallopian tubes were bilaterally occluded, and her essure coils were visualized with proper placement. Most recent follow-up information incorporated above includes: on 10-apr-2018: pfs received. Events :abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type, apareunia (inability to have sexual intercourse), rashes or skin conditions type, pain, gastrointestinal or digestive system condition type were added. Event teratoma nos updated o bilateral ovarian cyst. Concomitant drugs, historical drug concomitant disease added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal menstrual bleeding (menorrhagia)") and teratoma ("tumor / teratoma / cancer") in a female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (06nov1994, 23dec2008). Previously administered products included for an unreported indication: ativan , medroxyprogesterone, lisinopril and ibuprofen . On 13-feb-2009, the patient had essure inserted. On same date, the patient was diagnosed with teratoma (seriousness criterion medically significant). In february 2009, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal / digestive system condition") and weight fluctuation ("weight gain and loss"). On 1-mar-2009, the patient experienced back pain ("severe back pain"). On 1-jan-2010, the patient experienced migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove essure), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy), surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy) and surgery (d&c hysteroscopy with uterine ablation, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on 24-aug-2016. At the time of the report, the abdominal pain lower, dyspareunia, menorrhagia, dysmenorrhoea, back pain, migraine, alopecia and vaginal discharge had resolved and the allergy to metals, teratoma, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight fluctuation, abdominal pain, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian cyst, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: beginning on or about february 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. The patient stated that pain lessened after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-may-2009: tubes occluded, coils in proper position on 5-may-2009: hsg test performed and it confirmed fallopian tubes were bilaterally occluded, and her essure coils were visualized with proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: insertion date updated to (B)(6) 2009 , lot number 627756. Medical history provided. Events added: headaches, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, fatigue, nickel allergy, gastrointestinal / digestive system condition, rashes of skin, weight gain and loss, abdominal pain, vaginal pain, bladder infection, urinary tract infection, vaginal infection, bilateral ovarian cysts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hsg test performed and it confirmed fallopian tubes were bilaterally occluded, and her essure coils were visualized with proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.